Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they had been charging for the past 2-3 hours and the controller and the ins were at 60%. It was reported that the recharger was not charging the ins greater than 60%. Patient reported the ins battery was draining really quick and that it usually lasts 4 days. It was reported that the night prior to the report the ins was at 40% and the morning of the report ¿it was in the warning needing to be recharged.¿ it was reported that the controller was showing recharging excellent and the charging speed was set at 4. Patient reported they turned the ins off to see if the ins would charge faster however they did not see any change. No further complications reported/anticipated.